Event description:
It was reported that a tfn insertion coupling screw had broken during the surgery on the hip fracture. As surgeon was tapping helical blade, the coupling screw broke - head popped up. No patient injury. All broken pieces were removed from the patient. Surgeon used another screw and completed the procedure successfully.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record was reviewed adn no issues related to the complaint were found. The supplier certification indicates the correct material was used and correct hardness values were obtained. Visual inspection found the coupling screw returned with the knob broken off and axial scratches throughout the shaft indicating use. The threaded tip has dents on the threads. The break is at the tangency point of the 15mm shoulder and the 6.1mm shaft. The returned product was measured and all characteristics were found to be within specification. The complaint is invalid from a manufacturing standpoint.